Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular (lv) lead had dislodged. The dislodgement was confirmed via fluoroscopy. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.